Event description:
It was reported that the patient has been experiencing pain on the scalp and head during use of the device since implant. The implant site appears normal. The patient has had a temporal bone CT-scan. The patient has been treated with pain medication and soft-laser infiltration. The patient is being monitored.